Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. An alarm log review, visual inspection and power on self-test were performed. There was no alarms/failure codes recorded in the alarm log that would indicate the reported problem. The f-94 alarm was confirmed when the pump was turned on. The cause of the f-94 alarm was a cracked main battery. The battery was replaced to fix the reported condition. This pump passed all testing and was returned to the customer in working order.

Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. Additional information was requested and is not available.